Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a routine generator change. Upon interrogation, it was observed the patient's right atrial lead had intermittent capture. P-wave amplitude variation, and was under-sensing. Upon a x-ray, it was revealed the lead was dislodged. The lead was capped and replaced. The patient was in stable condition.